Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported he had an issue with faulty infusion sets for 2/3 days and removed the infusion from the site since then. Reportedly, the tubing detached from the cannula portion of his infusion set at quick release. The patient had this issue sometimes prior to insertion and sometimes when he had rise in blood glucose level. No further information available.